Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion measuring approximately 3.0mm in diameter and 15mm in length was located in a moderately calcified and moderately tortuous unspecified coronary artery. The lesion was predilated with both 2.0x20mm and 2.5x20mm balloons. A 3.0x16mm promus element stent was advanced to the lesion but could not cross. The device was removed from the patient and two stent struts were sticking out on the proximal end of the stent. The procedure was completed by dilating the lesion again with a 2.5x15mm balloon and deploying a 3.0x18mm non bsc stent. No patient complications were reported. Patient status is listed as stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion measuring approximately 3.0mm in diameter and 15mm in length was located in a moderately calcified and moderately tortuous unspecified coronary artery. The lesion was predilated with both 2.0x20mm and 2.5x20mm balloons. A 3.0x16mm promus element stent was advanced to the lesion, but could not cross. The device was removed from the patient and two stent struts were sticking out on the proximal end of the stent. The procedure was completed by dilating the lesion again with a 2.5x15mm balloon and deploying a 3.0x18mm non bsc stent. No patient complications were reported. Patient status is listed as stable.this product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. None of the stent struts were fractured or broken. Strut rows 1 and 2 at the proximal end of the stent were flared. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)